Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number: 2916596-2021-05544. It was reported that the patient's data cable didn't transmit from the controller to the system monitor. The patient advised this was an ongoing since (B)(6) 2021 and the hospital tried different monitors with no success. A controller exchange was performed during which the patient was briefly symptomatic. The patient's new controller was not transmitting data still. A bent pin in the data port of the power module was discovered and a power module exchange was performed. Once the new power module was swapped out the patient's new controller transmitted data. Their old primary controller was connected and it still did not transmit data. Of note, the patient's driveline had a superficial tear proximal to the modular connection. The patient had self-repaired with their own tape which was replaced and driveline rescue tape was applied.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of the heartmate 3 system controller not communicating with the system monitor was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis. The system controller underwent preliminary testing; however, the controller did not pass preliminary testing due to the controller unable to communicate with the system monitor. Upon further investigation, the white power cable was visually inspected for any cuts or tears in the cable; however, none was found. The cable underwent insulation testing did not pass. The controller was opened and underwent continuity testing. The orange wire was found to have been shorted. The white power cable was cut open to inspect the condition of the wires. The orange wire was found to have been cut underneath the strain relief. The orange wire is responsible for the communication between the system controller and the system monitor. The root cause of the reported event was conclusively determined to be due to the broken communication wire in the white power cable. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 14sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the related manufacturer report number was corrected.

Event description:
Related manufacturer report number: 2916596-2021-06251. It was reported that the patient's data cable didn't transmit from the controller to the system monitor. The patient advised this was ongoing since (B)(6) 2021 and the hospital tried different monitors with no success. A controller exchange was performed during which the patient was briefly symptomatic. The patient's new controller was not transmitting data still. A bent pin in the data port of the power module was discovered and a power module exchange was performed. Once the new power module was swapped out the patient's new controller transmitted data. Their old primary controller was connected and it still did not transmit data. Of note, the patient's driveline had a superficial tear proximal to the modular connection. The patient had self-repaired with their own tape which was replaced and driveline rescue tape was applied.